Event description:
The patient experienced a shocking/jolting sensation and pain at the pocket site. It was also reported that the device had "reset itself" and had not held a current of 7.5 ma. This was determined to be a misunderstanding as to the programming of the device. The pain at the pocket site was described as a "lightning pain" and was worse when the patient was walking. It was initially a dull pain then progressed into a "shocking pain". The pain was not positional and was constant ("maybe every 5 seconds"). There was no report of injury or illness related to this event. Impedance measurements were within normal range. There was no pain reported during the first 2 months post-implant and was getting good therapy. The device was turned off. Her symptoms returned within 3 to 4 days while the pain at the pocket site disappeared approximately 1 to 2 days after the device was turned off. The device settings were turned down to 5 ma and x-rays were taken which showed no lead migration or abnormality at the pocket site. The physician was going to monitor her symptom relief at the new settings. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).